Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted on the arm on (B)(6) 2025. On 05/11/2025, it was reported that the patient experienced signal loss between 1-3 hours after which they experienced a hyperglycemic event. No specific symptoms were reported but according to the patient due to the signal loss the insulin pump did not deliver the needed insulin. The patient drove herself to the hospital and when a fingerstick was taken there the blood glucose reading was 500 mg/dl. The patient received intravenous treatment with fluids. No further treatment was reported to be needed, and the patient left the hospital after 4 hours. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.